Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl for multiple occlusion events for an extended period. The customer did not address the elevated blood glucose, however, changed pump supplies to resolve the occlusion alarms.